Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, weight, and were not provided. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot: (23e251av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. There was no device performance issue or device malfunction reported during the procedure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Per the additional/modified information received on 12-may-2025, the adverse event term of ¿left basal ganglia hemorrhage transformed¿ was updated to ¿parenchymal hematoma type 2.¿ the clinical event committee (cec) adjudication deemed the event as being ¿possibly related¿ to the embotrap study device and to the surgical procedure. Parenchymal hematoma type 2 (ph2) is characterized by a large, space-occupying hematoma that exceeds 30% of the ischemic lesion volume and often extends beyond the borders of the ischemic area. Ph2 is considered a distinct entity from other types of hemorrhagic transformations, as it is linked to clinical deterioration and poor prognosis. Parenchymal hematoma type 2 is not directly caused by thrombectomy but is a well-known post-treatment complication that can occur after various reperfusion therapies, including thrombectomy. Other factors reported to have an association with the occurrence of ph include symptomatic hemorrhage, glucose level at hospital arrival, collateral flow, and high systolic blood pressure. The event is classified as a reperfusion injury which results from the index stroke; however, since the cec assessed the event as possibly being related to the embotrap study device, this event will be conservatively reported to the us FDA reporting under criteria 21 cfr 803 with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. Reference: von kummer r, broderick jp, campbell bc, demchuk a, goyal m, hill md, treurniet km, majoie cb, marquering ha, mazya mv, san román l, saver jl, strbian d, whiteley w, hacke w. The heidelberg bleeding classification: classification of bleeding events after ischemic stroke and reperfusion therapy. Stroke. 2015 oct;46(10):2981-6. Doi: 10.1161/strokeaha.115.010049. Epub 2015 sep 1. Pmid: 26330447. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study, the 61-year-old male patient with a medical history of diabetes presented with a witnessed stroke on (B)(6) 2024, at 05:34 hour. The patient was presented to the treating hospital on (B)(6) 2024, at 08:34 hour where CT imaging confirmed an ischemic stroke. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was ¿artery to artery (tandem lesion with proximal ica stenosis and intracranial occlusion).¿ the patient¿s baseline nihss score was 15 and modified rankin scale (mrs) score of ¿0-no symptoms.¿ on (B)(6) 2024, the patient underwent an endovascular mechanical thrombectomy using a 5mm x 33mm embotrap ii revascularization device (et007533 / 23e251av) via a rebar¿ 18 microcatheter (medtronic) to treat an occlusion in the left carotid t. The pre-pass mtici score was 0 and the post-pass mtici score was 3 with clot retrieval in the stent retriever and aspirate. The embotrap ii device made a total of one (1) pass. On (B)(6) 2024, the patient experienced an adverse event: ¿left basal ganglia hemorrhage transformed.¿ the principal investigator (pi) assessed this event as a serious, severe adverse event, which was ¿expected/anticipated.¿ the event was assessed as unrelated to the embotrap ii study device but possibly related to the primary surgical procedure. The event required hospitalization; the patient was admitted on (B)(6) 2024 and discharged on (B)(6) 2024 to a rehabilitation center. The event was treated with an unspecified medication. The outcome is recorded as ¿recovering/resolving¿ with no end date listed. The patient¿s seven-day post-operative procedure nihss assessment score was 15, and mrs score was 5-severe disability. Bedridden, incontinent, and requiring constant nursing care and attention. On (B)(6) 2024, the patient was assessed for his 90-day follow-up, which resulted with an mrs score of ¿4-moderately severe disability. Unable to walk without assistance and unable to attend to own bodily needs without assistance.¿ modified / additional information was received on 12-may-2025. On 08-may-2025, the clinical event committee (cec) adjudication was initiated for the adverse event ¿left basal ganglia hemorrhage transformed.¿ the cec adjudication was completed on (B)(6) 2025. The cec adjudicated adverse event term for the reported adverse event was updated from ¿left basal ganglia hemorrhage transformed¿ to ¿parenchymal hematoma type 2.¿ the updated cec assessment for the event of ¿parenchymal hematoma type 2¿ relationship to the embotrap study device was ¿possible¿ and relationship to the primary study procedure as ¿possible.¿ based on the modified / additional information received on 12-may-2025, the event meets usfda reportability criteria under 21 cfr 803 with a classification of ¿serious injury.¿